Manufacturer narrative:
Physio-control evaluated the device and observed that it did not boot up completely. Physio replaced the system controller pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device would not power up normally. There was no pt involved with the reported incident.